Event description:
It was reported that approximately four years ago, (the patient had thought it was this long ago but the implant date was (B)(6) 2012) the patient¿s pump was implanted and ¿it didn¿t go in right.¿ this pump was being implanted as the medication was being changed from morphine to prialt and these pumps only had a life of 4-5 years. The patient¿s family noted the physician stated the pump would not stay down and the patient was told it was ¿ going from 0-60.¿ the patient was unsure what this meant. He patient was seen in one clinic but they would not ¿touch the pump.¿ the patient's pump was poking out as the patient had noticed the pump sticking out when it was implanted in (B)(6) 2012. Three days after implant, the pump started spinning, moving around. Reportedly, the physician went in again to tie down the pump. The patient has had discussion with the physician as he shared that the pump was not fixable because of the unhealthy tissue the patient had. Sometimes it looked bruised there. It was unknown what medication this device system delivered at the time of the event. Additional information has been requested, but was not availableas of the date of this report.

Manufacturer narrative:
Product ID 8709sc, lot# n195563013, implanted: 2009 (B)(6); product type catheter (B)(6).

Event description:
Additional information reported there was pump movement in the pocket and the pump was flipping over. The positioning of the device was corrected. Surgery was performed on (B)(6) 2013 for revision of the intrathecal pump. The patient recovered without permanent impairment.